Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol), model zct300 +16.0 diopter, was explanted in a secondary surgical procedure from the right eye of a patient. The reason for the explant was not provided. The lens was replaced with another lens, same model smaller diopter (+15 diopter). No further information was provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Additional information was received and it was learnt that the intraocular lens (iol) was explanted from the right eye of a (B)(6) female patient because of a refractive surprise in the overall power but correct cylindrical power. No incision enlargement, no vitrectomy was performed, no sutures used and no patient injury post-op was reported. Updated the following: date of birth: (B)(6). Sex/gender: female. (B)(4). All pertinent information available to abbott medical optics has been submitted.